Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. The entire lot has been sold and distributed. The reported incident could be involved an external component from supplier; the supplier department was notified about this incident. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during fill 1 f 4 of treatment. The patient reported receiving an air detected in cassette alarm during drain 0 of 4 of treatment and the treatment was cancelled. The warning occurred several times. Fluid leaked from the blue trigger. Fluid was not discovered in the pump module area or on the external of the cassette. The cause of the leak is unknown. It was reported that an alternate treatment option was available. Upon follow up, it was confirmed that the patient trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during fill 1 f 4 of treatment. The patient reported receiving an air detected in cassette alarm during drain 0 of 4 of treatment and the treatment was cancelled. The warning occurred several times. Fluid leaked from the blue trigger. Fluid was not discovered in the pump module area or on the external of the cassette. The cause of the leak is unknown. It was reported that an alternate treatment option was available. Upon follow up, it was confirmed that the patient trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.